Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). (B)(4).

Event description:
The customer reported saturday, after compensation there is no issue on flow-check and flow-set runs. Today, despite 3 flow-set, runs, there is an issue on fl5. There was no report of death, injury, or change to patient treatment as a result of this event.